Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently entered the incorrect value while programming a bolus and subsequently, too much insulin (17 units) was delivered. Tandem technical support (cts) assisted customer with adjusting the maximum bolus setting in the pump. Cts advised customer to discuss event with a healthcare provider. Customer's blood glucose at the time of the report was 251 mg/dl. Although multiple attempts were made by cts to follow up to confirm bg level after the reported event, customer did not reply.